Manufacturer narrative:
This report is submitted on march 13, 2024.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical steroid in 2010 (specific date and duration not reported). The implanted device remains.